Event description:
A false reactive advia centaur anti-hbs (ahbs) result was obtained by the customer when performing correlation studies for all their hepatitis markers. The reactive ahbs result was considered discordant when compared to a non-reactive reference laboratory result. At the time of the false reactive ahbs result, the customer's negative quality control result was reactive. There were no quality control issues at the times with any of the other hepatitis markers. The customer is only reporting hepatitis results received from the reference laboratory. There was no known report of patient treatment being altered or adverse health consequences due to the reactive advia centaur ahbs assay result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse performed a total service call and replaced a cracked luminometer top, replaced the acid and base pump assembly and base valve. It is unknown if the part replaced by the fse was a contributing factor. The system was fully functional on departure. Post the fse visit, a siemens technical application specialist (tas) was at the customer site to perform a system correlation study with another advia centaur system due to the observed discordant results. The tas observed during sample collection and handling that the customer de-caps the patient samples tubes prior to testing and the sample caps are placed into one container. Afterwards, the caps are then randomly place back onto each sample collection tube. The customer stated that on one occasion they did observed discordant results that were attributed to cross-contamination from the random re-capping of the sample collection tubes. The tas cautioned the customer regarding the random re-capping of sample tubes and the potential for cross-contamination. The customer has discontinued this laboratory practice and has resumed reporting infectious disease results from the advia centaur system. Patient test samples are no longer being sent out to the reference laboratory. The cause for the discordant ahbs patient results was most likely attributed to sample handling. The instrument is performing within specifications.